Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 21-oct-2019 from the healthcare professional (hcp) who reported that they had the patient in the office today and they were planning on refilling the pump and decreasing the dose by 22.7% and then bringing the patient back each week to continue to decrease the dose. The hcp confirmed the pump went empty on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (baclofen) 2000 mcg/ml for a total dose of 1044.6 mcg/day via an implantable pump for intractable spasticity. It was reported an alarm occurred. It was stated that the patient was noncompliant and missed a refill. It was noted that they just got ahold of the patient to have them come into the office. It was noted that the pump started alarming on (B)(6) 2019. It was noted that the patient was not having any withdrawal symptoms and they were wondering if they should just turn the pump off when the patient comes in and not refill the pump and just wean the patient off of the intrathecal (it) baclofen. It was discussed that it was a medical decision and discussed interrogating the pump to confirm the actual alarm. It was noted if the alarm was an empty reservoir and they elect to refill that no priming was needed and to consider dosing/patency. It was noted alarm heard/telemetry not yet performed. No symptoms were reported. The event date was (B)(6) 2019. No further complications were reported/anticipated.